Event description:
It was reported that the customer exposed his insulin pump to water when he placed it on the edge of a pool. It was found that the customer had a 723 insulin pump, but the customer was calling for his old 722 insulin pump. Customer does not know where the 723 insulin pump was located. The 723 insulin pump will be reported as lost. Customer's blood glucose was 301 mg/dl. Customer reported that there was fluid under the lcd display. Customer was advised to discontinue use of the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.